Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded two untreated episodes and one treated episode due to oversensing of noise. Technical services (ts) was consulted for review and noted the three episodes were inappropriate and were due to air entrapment in the header of the s-ICD. Ts discussed possibly temporary programming options. It was noted that the physician opted to have therapy programmed off in the s-ICD for two weeks while the air dissipates. The patient would be brought back in to turn the s-ICD therapy back on in primary sensing vector. The s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded two untreated episodes and one treated episode due to oversensing of noise. Technical services (ts) was consulted for review and noted the three episodes were inappropriate and were due to air entrapment in the header of the s-ICD. Ts discussed possibly temporary programming options. It was noted that the physician opted to have therapy programmed off in the s-ICD for two weeks while the air dissipates. The patient would be brought back in to turn the s-ICD therapy back on in primary sensing vector. The s-ICD remains in service and no additional adverse patient effects were reported.